Event description:
It was reported that during a lap roux-en-y procedure, the device was preloaded correctly, but upon firing, the clips were spitting out unformed. A second device was opened and the same thing occurred. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 09/05/2008. Info anticipated, but unavailable at this time.